Event description:
Mercury poisoning from "silver" amalgams caused many problems, the most serious of which was heart attack. However, it also caused peripheral neuropathies, persistent cough during colds, weakened immune system, and decades of neck pain. Ada.